Event description:
According to the reporter, during a laparoscopic thoracoscopic esophagectomy, while at the third firing shot of the third side during neck reconstruction and triangular anastomosis, firing was advancing, but when the tissue was reached, firing stopped. It was noted that because the 2nd firing was performed at the inner side (proximal side) from the original resected line, the lumen may have been narrower than expected. There was a tissue defect (the additional resection) as a result of the device problem, but the first firing shot hit the initial target line slightly. The monitor was not checked and it was unclear if the excessive force was displayed. The device was used at direct vision, but the tip was used at an angle. The stapler was pushed into the narrow surgical field and was used. The tissue thickness was normal. A new cartridge was used to perform resection on the slight more inner side (proximal side) of the original target line of resection stapling was completed without any problem. The incision range expanded due to a problem with this product less than 1 inch (2.54 cm). During the second day after the surgery, there was still no suspected leakage or stenosis.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic esophagectomy, while on the third firing shot of the third side during neck reconstruction and triangular anastomosis, firing was advancing, but when the tissue was reached, firing stopped. First firing shot hit the initial target line slightly, and resection was slightly performed on the inner (proximal side) by the second firing shot, so the lumen may have been narrower than expected. The second day after the surgery, there was still no suspected leakage or stenosis. The incision range expanded due to a problem with this product less than 1 inch (2.54 cm). A new reload was opened and firing was performed without any problem afterwards. There was no patient injury.

Manufacturer narrative:
Concomitant medical product/s: sigphandle sig power, sigphandle handle, serial #:unknown. Unk-sigadapt, unknown signia egia adapter, serial #:unknown. Sigpshell sig power, sigpshell control shell, lot #:unknown. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged, and there was damage to the cutting edge of the knife blade. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.